Manufacturer narrative:
The pump passed the displacement test, and active current measurement. However, power supply test failed during self-test alarmed during self test due to moisture ingress to the motor assembly. The power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running error in history file due to intermittent non-sleep anomaly software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received several power error alarms. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reports pump had not been exposed to temperatures below 41°f. Notification light did not immediately stop flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.